Manufacturer narrative:
The reported event of a fractured leaflet could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While parachuting a 21 mm regent mechanical heart valve in the aorta, a valve leaflet fractured into 2-3 pieces. No instruments came into contact with the valve at the time of the event. The valve and all fractured pieces were safely removed from the patient and replaced with a 19 mm regent mechanical heart valve. Cpb/xc time was extended by 20 minutes. Per report the patient was reported to be stable.